Event description:
It was reported that on (B)(6) 2011, a da vinci s pancreatoduodenectomy was successfully performed with no system malfunctions. On (B)(6) 2011, the patient's drain amylase level rose to 10,480. Additionally, pancreatic fistula from the anastomosis site between the pancreas and the jejunum was found. As the drainage during the procedure was proper, additional treatment was not performed. The patient was discharged on (B)(6) 2011.

Manufacturer narrative:
The console surgeon who performed the procedure indicated that the postsurgical symptoms experienced by the patient can develop regardless of the modality used to perform the surgery and believes that the patient's symptoms are unrelated to the use of the da vinci s surgical system. Based on the information provided, it was determined that the da vinci s surgical system worked as intended, no system malfunctions occurred, and the system did not malfunction in a way that may have caused or contributed to the patient's postsurgical symptoms. Intuitive surgical concluded that the patient's symptoms are unrelated to the performance of the da vinci s surgical system.